Event description:
It was reported that the device indicated a "power on reset" condition. The patient stated that they first noticed the condition on (B)(6), 2012, although they did have a lipofast/rf procedure on (B)(6). Additional information received indicated that the patient's concerns were resolved after receiving assistance from their doctor or manufacturer representative.

Manufacturer narrative:
Product ID: 3889-28, lot# v864270, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).